Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system had startup problem. Review of the log file confirmed the failed to initialize all grabber cards malfunction due to issues found on the soldering bumps of the f-chip. Upon troubleshooting, philips field service engineer (fse) confirmed that due to defective grabber card, the system has startup issue. The defective flex vision pc was returned for failure analysis and was not able confirm the failure. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flex vision pc. Philips has initiated a field safety corrective action (2023-igt-bst-027). Fse replaced the flex vision pc and updated the os and application sw re-installation. After the replacement of flex vision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system had a startup problem. The device was outside of use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.